Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The patient was on aggrastat for percutaneous coronary intervention and therefore, hemostasis took a little longer to achieve. A jackson-pratt bulb was placed to assess for bleeding and a unit of packed red blood cells (prbc) were administered. The patient was transferred to the unit on support and a time thereafter, the patient was administered two additional units of prbcs with platelets, cryoprecipitate, and desmopressin which achieved hemostasis with only 120ml of drain output. The patient, previously placed on extracorporeal membrane oxygenation (ECMO) and continuous renal replacement therapy, continued on impella mcs. Approximately five days later, the patient was slowing improving and was taken off ECMO. The patient was still on dobutamine but all other inopressors were off. Two days later, it was noted the patient remained intubated and off sedation with inconsistent responses. Foley catheter was removed; patient remained on crrt. It was further noted a nasal gastric tube was placed and caused significant nosebleed requiring two units of prbcs for a hemoglobin of 6.7. Dobutamine was attempted to be weaned; however, the patient was hypotensive. Aggrastat was changed out for brilinta and heparin was on hold due to the nosebleed. The following day, the patient started coughing and brady down and then ventricular tachycardia arrested. Cardiopulmonary resuscitation was administered for two minutes with 100mg of lidocaine and defibrillator x200 joules. The patient was converted back to normal sinus rhythm. Later this day, the physician encountered difficulty with the left ventricular (lv) placement signal and the device¿s position. The adjust lv signal was reperformed multiple times by the physician making his own adjustments. The care team informed of possible issues related to the adjustments and need to monitor patient hemodynamics and imaging for position. Two days later, a temporary pacer catheter was placed due to episodes of bradycardia and extended pauses in rhythm. The patient experienced a short run of ventricular tachycardia with no intervention required. However, it was noted the patient would develop atrial fibrillation with rapid ventricular response. Days following, the patient was noted to be doing well. The patient was extubated, sitting up and worked on strengthening activities. However later that night, the patient aspirated after vomiting and required emergent reintubation. The patient would continue impella 5.5 mcs and now a couple of days later, the patient developed a ¿massive¿ gastrointestinal bleed (mallory-weiss tear). Heparin was stopped. The gastrointestinal bleed caused the patient to go into cardiac arrest, and the decision was made by the family to withdraw care. The patient subsequently expired.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The impella device was not returned and therefore, an evaluation/analysis of the device was not possible. Device history review was completed, and the pump passed all post-sterile inspection checks. Adverse events: ventricular tachycardia, bradycardia, epistaxis, gastrointestinal bleed, and access site adverse event (bleeding), in order to make a root cause determination, adequate clinical details would have to be provided. The root cause of these adverse events was unable to be determined due to insufficient clinical details. Pertaining to the device malfunction, event logs were received and analyzed. Pertaining to optical sensor issue, the long term event log was analyzed and showed no major issues with 5s optical signal. All variations were in relevance to p-level. Left ventricle offset applied for a diff of > 40 mmhg (from -25 to ~ +25 mmhg). The placement signal observed to decline consistently, and several placement signal low alarms were observed, and later, the placement signal monitoring was disabled. Real time event log showed no major abnormalities with 5s parameters. The placement signal was starting to downtrend after an applied left ventricular offset. The cause of optical signal issue was not determined due to inconclusive evidence per log analysis, clinical and without return product for analysis. Regarding the device in wrong position, the reported information noted the position was confirmed at 5 centimeters deep in left ventricle. However, the left ventricle outflow tract was noted to be narrow, and the device was lying on septum. The positioning issue coincided with early ventricular fibrillation/ventricular tachycardia, and bradycardia. However, the cause of position issue was not determined due to inconclusive evidence per clinical and since product was not returned for analysis. H.6 codes were added accordingly based on the above-noted. E.1 zip code extension was inadvertently omitted from the initial report submitted and was added.